Manufacturer narrative:
The complainant reported that the lot number of the clip was 276035537; however, the lot number could not be found in the system. Thus, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two resolution 360 clip devices used in the same procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, both clips grasped, locked and successfully deployed onto the tissue; however, when they looked again, the clips were not on the tissue. It was noted that the clips were found in the channel of the scope. The procedure was completed successfully with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.